Manufacturer narrative:
Update to d4: lot #. Update to d9: is this device available for evaluation? Update to h3: device evaluated by manufacturer? Update to h6: type of investigation (b). Update to h6: investigation findings (c). Update to h6: investigation conclusion (d).

Event description:
According to the customer, on 03/08/2026 during a nebulizer treatment the machine "started to get louder, then got quieter and was no longer pumping air" although "the motor was still running." The customer stated that they "can hear something loose inside the machine." The customer reported that they are missing "saline and pulmozyme" treatments and that their "albuterol" inhaler "does not help much."

Manufacturer narrative:
According to the customer, on (B)(6) 2026 during a nebulizer treatment the machine "started to get louder, then got quieter and was no longer pumping air" although "the motor was still running." The customer stated that they "can hear something loose inside the machine." The customer reported that they are missing "saline and pulmozyme" treatments and that their "albuterol" inhaler "does not help much." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. The customer stated, "if I am off the nebulizer for longer than a week from now, I will be needing some medical assistance to help me breathe." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.